Event description:
On (B)(6) 2010, pt reported he is currently in the hospital. Pt stated he had a blood glucose reading of 160 mg/dl on (B)(6) 2010, he ate and bolused for his meal and then by dinner his blood glucose was in the 200 mg/dl range. Pt reported he attempted a bolus and the infusion device displayed an e4 (occlusion) error alert. Pt stated he tried to bolus again and it went through. Pt reported by 10-10:30 pm, he began feeling "weird", so he tested his blood glucose and his meter read "hi". Pt stated he then called the paramedics who tested him on their meter and also received a reading of "hi", so they took him to the hospital where they admitted him. Pt reported his blood glucose was tested on the hospital meter and was over 600 mg/dl; they disconnected his infusion device at that time. Pt stated he has been on injections and in the hospital since (B)(6) 2010 and his blood glucose is currently 330 mg/dl. Pt's normal blood glucose range is 100-198 mg/dl. Pt reported he has never changed the infusion adapter; advised to change the adapter with every 10th cartridge change. Pt currently has his infusion device with the insulin cartridge and infusion tubing still inserted that was in use when he was admitted on (B)(6) 2010. Had pt prime the infusion set; was successful. Pt stated the insulin would flow, then stop, and then flow again. Pt reported he does see air bubbles in the infusion tubing and stated there is always a bubble in the insulin cartridge. Pt reported he always has trouble filling the cartridge and always has a bubble in the cartridge before even inserting the cartridge into the infusion device. Pt state he always uses insulin that is at room temperature. Pt reported he notices the bubble before inserting the cartridge. Pt stated the bubble is usually at the top and to the side. Assisted pt with priming the bubble out of the cartridge and tubing. Recommended calling for assistance when he fills his cartridges to assist him with having a cartridge with no air bubbles. On f/u call the pt on (B)(6) 2010, pt was still in the hospital, but stated he is being released from the hospital now. Pt reported he was able to insert a new insulin cartridge and infusion set and the infusion device is working fine; he has not had any more e4 (occlusion) errors. Pt stated his blood glucose has returned to normal. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.